Manufacturer narrative:
Device is a combination product. (B)(6).

Event description:
It was reported that stent damage occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.50 x 38mm synergy ii drug-eluting stent was advanced for treatment. However, it was noted that the distal part of the stent strut got damaged. The procedure was completed with a different device. There were no patient complications nor injuries reported.